Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on posterior, creases fold and underweight. A visual and microscopic analysis was performed which identified an opening creases sharp. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening. Reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.